Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It reported that the patient underwent a thyroidectomy procedure and absorbable hemostat was used. After the procedure, the patient returned to the doctor on an unknown date, with an 18 cc seroma. The doctor aspirated the seroma and the patient was discharged.